Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they can't upload the insulin pump to carelink. Customer's blood glucose was 185 mg/dl. The customer declined to troubleshoot for backlight anomaly, battery test failed, no delivery, and weak battery , possibly prime anomaly. The customer would like the device to be replaced due to healthcare provider instruction and his inability to call us. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was unable to download using care link due to alarm. The insulin pump alarmed due to corrupted history file. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm or prime/fill anomaly noted. The back light functioned properly. No keypad or back light anomaly noted. All operating currents are within the specification, no unexpected low battery, failed battery test, weak battery or off no power alarm noted, however inside battery tube was corroded. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.